Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the front and back of the garment and underneath the back therapy electrodes. The rash was described as pimples that were breaking open and bleeding. The patient reported that the doctor prescribed cortisone cream and the skin irritation was better.